Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed and the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber was observed to be broken when opening the package. The procedure was completed using a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis was unable to identify any defects with the returned fiber. Testing with the hene (helium-neon) laser fixture found there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the fiber was observed to be broken when opening the package. The procedure was completed using a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.